Manufacturer narrative:
Product ID 3889-28, lot# va0ywyv, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The consumer reported a loss of therapy. The patient was not feeling stimulation and it was on. She was flowing like a faucet and was not getting relief. She got relief for the first few days after being implanted but stopped getting relief since 2015 (B)(6). The patient was able to synchronize and reported stimulation to be on at 0.7 volts. It was increased to 1.0 volts and the patient then felt stimulation. She was going to try this setting for the next 24 hours. Additional information received from the consumer on 2015 (B)(6) reported that stimulation had to be turned up every day because, she was not feeling it. She was still flowing like a faucet. The caller was not with the patient at the time of the call and was going to call back when he was. Additional information received from the consumer on 2015 (B)(6) reported that the patient was flowing like a sieve. He would adjust stimulation for the patient and it would work a little and then fade away. The patient was on program 3 at 3.2 volts, which was stated to be too high. It was reviewed that this program was not appropriate if it was too high and she was not getting relief. It was noted that she was feeling stimulation. Stimulation was increased and she was feeling it in the correct area. She could feel vaginal stimulation in program 2 at 1.1 volts. It was reviewed that further adjustments may be required and if the patient was still not getting urinary relief, to consult their healthcare provider (hcp). Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved. This event will be updated if additional information is received.